Event description:
It was reported that there was an over infusion of phenylephrine. The pump was programmed with phenylephrine initially to infuse at 20mg/250ml (0,08mg/ml). However due to concentration change at 0800 to 100mg/250ml(0.4mg/ml), the dose exceeded hard limit of 9.1 mcg/kg/min. There was patient involvement, however outcome is unknown. A copy of the medwatch report from FDA was received, which states, "when medication strength was changed from single strength (20mg/250ml) to quad (80mg/250ml) and quintuple (100mg/250ml) strength, there was a discrepancy between the IV pump displayed rate/dose and the actual rate/dose. IV pump being used indicated delivering 1.9mcg/kg/min to 2.1mcg/kg/min of phenylephrine, but in reality, the dose received was between 8.5mcg/kg/min to 9.5mcg/kg/min. Pump display didn't match what automatically documented on to the medication administration record or the iaware package that signs the result onto the medication administration record. Able to confirm incorrect rate by the IV bag emptying in 1 hour and 45 minutes instead of over several hours. Health technology management director, nursing, and risk management performed tests with the pump in question and with other pumps and were able to replicate the error under a specific set of conditions."

Manufacturer narrative:
Correction : unique identifier (UDI) # added pi to the unique device identifier (UDI)# field. Additional information : patient ethnicity, patient race.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of phenylephrine. The pump was programmed with phenylephrine initially to infuse at 20mg/250ml (0,08mg/ml). However due to concentration change at 0800 to 100mg/250ml(0.4mg/ml), the dose exceeded hard limit of 9.1 mcg/kg/min. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that there was an over infusion of phenylephrine. The was pump was programmed with phenylephrine initially to infuse at 20mg/250ml (0,08mg/ml). However due to concentration change at 0800 to 100mg/250ml(0.4mg/ml), the dose exceeded hard limit of 9.1 mcg/kg/min. There was patient involvement, however outcome is unknown.

Event description:
It was reported that there was an over infusion of phenylephrine. The pump was programmed with phenylephrine initially to infuse at 20mg/250ml (0,08mg/ml). However due to concentration change at 0800 to 100mg/250ml(0.4mg/ml), the dose exceeded hard limit of 9.1 mcg/kg/min. There was patient involvement, however outcome is unknown. A copy of the medwatch report from FDA was received, which states, "when medication strength was changed from single strength (20mg/250ml) to quad (80mg/250ml) and quintuple (100mg/250ml) strength, there was a discrepancy between the IV pump displayed rate/dose and the actual rate/dose. IV pump being used indicated delivering 1.9mcg/kg/min to 2.1mcg/kg/min of phenylephrine, but in reality, the dose received was between 8.5mcg/kg/min to 9.5mcg/kg/min. Pump display didn't match what automatically documented on to the medication administration record or the iaware package that signs the result onto the medication administration record. Able to confirm incorrect rate by the IV bag emptying in 1 hour and 45 minutes instead of over several hours. Health technology management director, nursing, and risk management performed tests with the pump in question and with other pumps and were able to replicate the error under a specific set of conditions."

Manufacturer narrative:
Correction : describe event or problem, FDA notified?, report source other. Additional information : report source, related report number grid.